Event description:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm 100 deffibrilator/monitor indicating that the device is not able to measure ECG signal through the pads while the device is in demand pacing mode. No patient or user harm has been alleged. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting address line 1: (B)(6) reporting address state: (B)(6) reporting address postal: (B)(6) reporting institution phone: (B)(6) reporter phone:(B)(6).